Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported during an unknown surgery on (B)(6) 2013, that after a vectra plate was placed, the fixation pins were not placed in the affected screw hole. The surgeon reported that the ring was broken and fragments were observed. It was also reported that the surgery was delayed for 30 minutes and no patient impact resulted. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.